Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the motion control power control board assembly (pcba) was not receiving power and the pfc 1000 board was not outputting power. To restore functionality, the two components and a fuse were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, after a procedure while transporting the imaging system to storage, a pop was heard from the im aging system after connecting the system to wall power and smoke was seen emitting from the imaging system. The imaging system was shut down and disconnected from wall power. There was no patient present when this issue was identified.

Manufacturer narrative:
The motion control power control board assembly (pcba) was returned for analysis. Visual inspection showed that the power resistor was electrically over stressed. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi31000172, serial/lot : rev. 1 : s/n (B)(4). Product ID: bi3100158, serial/lot : rev. 1 : s/n (b)(4. Analysis of the returned motion control board found electrical component failure. Voltage drift was found. If information is provided in the future, a supplemental report will be issued.